Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pushwire was discarded and the solitaire remains in the patient. (B)(4).

Event description:
Treatment of a stroke. An extremely ill patient presented with a very large clot located in the cerebral vessels. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the solitaire fr detached in the m1 and m2 segment as it was being retrieved after the third pass. The solitaire lodged into the cervical ica (internal carotid artery). An attempt was made to remove the solitaire by aspirations, but was unsuccessful and it was left there. A clot developed in and around the cervical ica area and the doctors administered an integrilin bolus and put the patient on an overnight drip of integrilin in hopes that the clot will resolve. The patient was reported to be doing fine and long term prognosis was unknown. On (B)(6) 2014, it was reported the patient had multiple physical and mental deficits from the initial stroke. None of the deficits were due to the solitaire detachment.